Event description:
L-wedge fixed tip electrode was being used to move the liver and a burn on the liver was discovered.

Manufacturer narrative:
Visual examination observed a small amount of damage to the tip insulation, which is an end of life indicator for the instrument. There was no visible damage to the outer insulation of the shaft to indicating arcing from the shaft, and the inner and outer insulation passed tests of the dielectric strength specifications. The nature and cause of the injury could not be determined from the available data. However, damage to tissue can occur from contact of the activated tip with unintended tissue. Instructions for the use state the surgeon should maintain the area of the tip in his/her field of view.